Event description:
While using holmium laser to laser a right ureteral calculus, laser fiber broke and burned the urologist's tip of middle finger of left hand. Fiber was bent and broken approx. 35" from the tip. Broken area was not inside the pt. Holmium laser settings were: energy 0.8, rate 16, power 12.8. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No.

Manufacturer narrative:
The fiber is broken at the end of the strain relief heat shrink with no melting or burning of the jacket. There are also two dents on opposite sides of the blue shrink tube. This break appears to be due to kinking the fiber or being dropped on the connector end which fractured the glass ferrule.